Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using syringe 0.5ml 31ga 6mm 10bag 500cs that barrel is cracked and plunger rod will not move when trying to draw. The following information was provided by the initial reporter: it was reported that the barrel is cracked and the plunger rod will not move when trying to draw. Verbatim: consumer reported, barrel is cracked and plunger rod will not move when trying to draw 1 syringe affected.